Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the pilot valve being contaminated. Additional malfunction for this device; the unit's alarm would not function. The key failure was the power switch had no alarm.